Event description:
Healthcare professional reported "grade iii capsular contracture", "baker grade IV contracture" as per ultrasound and ¿rupture¿. This record is for the left-side. Device has been explanted. Patient was prescribed nsaids. Capsulectomy was performed.

Manufacturer narrative:
Clarification to b3 date of event: partial date 2023 to capture the symptom onset date of "about 2 years ago".

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV and rupture.

Event description:
Healthcare professional reported "grade iii capsular contracture", "baker grade IV contracture" as per ultrasound and ¿rupture¿. This record is for the left-side. Device has been explanted. The device will not be returned. Patient was prescribed nsaids.